Manufacturer narrative:
Concomitant product(s): ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable cardioverter defibrillator (ICD) change out procedure the existing right ventricular (rv) lead triggered a rv impedance alert for high and undefined pacing impedance. Since this was a recent change out it was decided for the patient to send a remote transmission in a week. The following week the remote transmission did not note anything else than the pacing impedance spike the day after implant. The patient is to come into the office next week for a checkup. At the patient¿s office visit pocket manipulation and isometrics did not reproduce any issue. The physician did note that there have been multiple alerts for lead impedance out of range. The patient was sent home and is to follow-up with ep (electrophysiologist). From the patient¿s visit with the ep it was found that the rv lead has had several non-physiologic variations in impedance on the rvr ¿ rvc (rvring -rvcoil) vector. The ep noted that the chest x-ray shows that the lead is fully inserted, and provocative testing shows no signs of non-physiologic noise on the egm (electrogram) or during repeated impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.